Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products: 00620005622, shell porous with cluster holes 56 mm, unknown. The 00771100900, femoral stem 12/14 neck taper, unknown. The 00877703601, biolox® option head, 2805501. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05744-1, 0001822565-2017-05745-1.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown versys femoral head 12/14 taper p/n unknown l/n unknown, unknown zimmer m/l taper p/n unknown l/n unknown, unknown liner p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05743, 0001822565-2017-05744, 0001822565-2017-05745, 0001822565-2017-05746.

Event description:
It was reported patient was discharged from the hospital following a revision procedure on antibiotics for presumed aspiration pneumonia. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.